Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The first time the doctor placed the balloon in the patient was on the 09/10/2012, hyperinflation was diagnosed again 5 months later on the (B)(6) 2022, a new implantation of the balloon was scheduling few days later on the (B)(6) 2022, on the (B)(6) 2022 anew case of hyperinflation diagnosed again, the doctor schedule new implantation of the balloon at the (B)(6) 2022.